Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Edema: unable to observe since it is not related to the device. Lymphadenopathy: unable to observe since it is not related to the device. Granuloma: unable to observe since it is not related to the device. Inflammation/irritation: unable to observe since it is not related to the device. Local reaction: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported left side "pain and inflammation. Pain started mild but intensified with the time." Patient later reported and healthcare professional confirmed capsular contracture baker grade iii. Patient later reported "¿pain in the breast region and restriction of movements of the upper limbs clinical¿, ¿signs of capsular contracture in both breasts, resulting in signs of capsular contracture in both, resulting in different sizes and shapes and significant pain¿, ¿discomfort¿, ¿stiffened shape of the breasts¿, ¿capsular lamellar fibrosis¿, and ¿stromal fibrosis¿. ¿discrete diffuse chronic inflammatory process¿ , ¿oval and irregular optically empty spicules (compatible with prosthesis material) present, up to the inner half of the capsule¿, ¿of the capsule; - discrete, 2, focal xanthomatous macrophages¿ and ¿reactional lymph node on both axillas¿. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture", "granuloma", and "lymphadenopathy" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii; "reactional lymph node"; "oval and irregular optically empty spicules (compatible with prosthesis material)"

Event description:
Patient reported left side "pain and inflammation. Pain started mild but intensified with the time." Patient later reported and healthcare professional confirmed left side capsular contracture baker grade iii. Patient later reported "reactional lymphnode on both axillas", "edema", "discrete diffuse chronic inflammatory process", and "oval and irregular optically empty spicules (compatible with prosthesis material) present, up to the inner half of the capsule". Device has been explanted and replaced with a non-allergan device.